Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e216 displayed. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope is not capturing pictures during a therapeutic esophagogastroduodenoscopy procedure. There was no delay and the procedure was completed with the same device. There were no reports of harm.